Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they were having struggle with the pump and the coil not pushing insulin through the line. Customer states insulin did not exit the tubing during troubleshooting. The customer was advised that the reservoir was occluded, changing the reservoir resolved the issue. The customer¿s blood glucose was 538 mg/dl and has not treated. The customer declined troubleshooting for high blood glucose. The reservoir will be returned for analysis.